Event description:
While beginning to load a new, non-primed, and unused kangaroo omni 500ml bag into an omni pump, I noticed a clear-looking unknown substance/liquid was already in the tubing. Upon further investigation, the same substance was found in multiple unused and unopened 500ml omni bags.